Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. At the one-day postoperative visit, blk was observed in both eyes (ou). A lift and rinse was performed on the right eye the next day, the left eye was initially treated with topical steroids, however, the following day, the flap on the left eye was also lifted and rinsed. There was no loss of visual acuity in either eye (preoperative and postoperative bcva is 20/20 ou). The patient responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 7/24/06 and 9/25/06, a field service engineer inspected the laser, made adjustments and performed preventative maintenance. Upon departure of each visit, the laser met specifications and performed as intended. An intralase clinical applications specialist (cas) visited the surgical facility 10/10/06 - 10/12/06. As part of the investigation, the cas assessed the physician's laser settings, surgical techniques, and sterility processes to determine possible root cause(s). The cas noted that the inflammation was occurring more superiorly around the hinge area. The case provided the physician with recommendations on improving surgical technique and optimizing laser setting. Recommendations were implemented and improvements were observed.